Manufacturer narrative:
As reported, a 6 x 20 mm 40 cm 0.018 hp slalom percutaneous transluminal angioplasty (pta) balloon catheter ruptured at ten (10) atmosphere pressures (atm). Therefore, it was replace with another non-cordis balloon and the procedure was completed. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The vessel level of calcification is severe. The vessel level of tortuosity is mild. The vessel level of stenosis is 99%. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was some resistance tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17243985 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified lesion with 99% stenosis and mild tortuosity) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom pta (.018 hp 40 6x2) balloon catheter ruptured at 10-atmosphere pressure (atm). There was no reported patient injury. Therefore, it was replace with another non-cordis balloon and the procedure was completed. This was a vaivt case. The vessel level of calcification is severe. The vessel level of tortuosity is mild. The vessel level of stenosis is 99%. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was some resistance tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The product will not be return for analysis.